Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt reported their therapy group a was not working. Pt said they had increased the program in group a to 13.9 but they cannot feel any stimulation. Pt said group b was set to only 1.7 but it was working fine. Pt said the issue started about 3 or 4 days ago. The patient was redirected to their healthcare provider to further address the issue. Pt also asked if the wifi on the handset can be used. Agent advised wifi on the handset cannot be used to connect to the internet.